Manufacturer narrative:
The devices were returned for evaluation. Based on supplier evluation, the delamination was caused by a stop/start process interruption in which the adhesive nip roller was disengaged. At that time, the product should have been properly flagged to identify the stop/start condition, but the supplier failed to identify and remove the defective, flagged product from the roll. The root cause was a manufacturing error, specifically due to material handling at the supplier. As a corrective action, the supplier updated their standard work instruction for flagging and removing material defects to include clearer guidance and expectations for operators when reconciling flagged material. If any additional relevant information is identified it will be submitted in a supplemental report.

Event description:
Complainant alleges "the packaging is no longer sealed. It has separated exposing the blade. It seems to be all the blades from this lot."

Manufacturer narrative:
The device is in process of being returned for evaluation, and the investigation is ongoing. Once we have additional relevant information it will be submitted in a supplemental report.